Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to there was the failure of the examination lamp of the device by some cause.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the examination lamp of the device went off abnormally. Other detailed information was not provided. There was no report of patient injury associated with the event.